Event description:
It was reported that during a pneumonectomy procedure, the clips would not hold after placement. Another device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 12/09/2008. Information anticipated, but unavailable at this time.